Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of noise were observed on the rv lead. Noise was not reproducible in clinic. Physician elected to monitor the patient. Device remains implanted.